Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer disconnected the tubing, confirmed insulin flow by completing the fill tubing step and successfully resumed insulin delivery. No further assistance was deemed necessary.